Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a complete lead was returned in one piece measuring 64.6 cm. External insulation abrasion was noted at 24.7 cm to 25.7 cm from the connector pin consistent with friction to the device can breaching the ring electrode and non-functioning cable lumens with abrasions noted to the etfe cable coating of one ring electrode cable and the etfe cable coating of one non-functioning cable. The abraded non-functioning cable was also melted/separated in the abrasion zone. The inner lumen was abraded in this region with damage noted to the ptfe liner exposing the inner coil. All other damage noted to the lead body was consistent with that occurring at time of procedure.

Event description:
This report is to advise of an event observed during analysis.